Manufacturer narrative:
Mfgers. Investigation and analysis: although not always repeatable, previous analysis of luer activated valve (lav) components have shown component damages/leakage conditions can potentially occur under certain usage conditions which include over pressurizing the valve and if the valve component is activated with a long luer or a luer with sharp edges at an angled entry. For optimal performance it is recommended to use connector devices that comply with iso 594-1 std. And techniques that employ a rotational motion while connecting and disconnecting the mating device to the valve. Techniques should ensure that the central axis of the connector and valve are inline with each other when connecting and disconnecting and not at an angle. Findings: visual inspection of the "as -received" (B)(6) device recorded the sets luer activated valve was recessed. The reported product issue was visually confirmed. Although the exact cause(s) of the event/product issue are unknown, previous investigations have identified usage/technique related conditions that can contribute to this type of reported component issue. This report and the associated investigation findings have been entered in the complaint database for continuous monitoring and trending.

Event description:
Int'l. (B)(6) complaint received concerning component (lav) stickdown/minor leakage issues with use of (B)(4) trifurcated transpac IV mtg kits. There were no reported pt. Injuries, adverse consequences. The devices were removed and replaced. Additional event/device usage information although requested was unavailable. Device return: one (1) used partial/section of the (B)(4) trifurcated transpac IV monitoring kit. Visual inspection of the "as -received" (B)(4) device recorded the sets luer activated valve was recessed. The reported product issue was visually confirmed. Dimensional analysis of the returned devices mating components compatibilities was performed. The results identified no dimensional incompatibilities.